Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number:(B)(4) was returned for analysis, and a log file was downloaded for review. A review of the log files showed events spanning approximately 6 days (29apr2022 ¿ 03may2022, 10may2022, 01jan2000 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Events captured on (B)(6)2000 took place when the clock was not set; therefore, the exact days and times of the events were unable to be accurately recorded. No external power alarms coincident with a loss of ac power while the controller was connected to the mobile power unit were active on (B)(6) 2022 from 23:25:36 ¿ 23:25:42. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. The driveline was disconnected on (B)(6) 2022 at 13:12:13 and the controller was shut off at 13:12:54. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a loss of ac power occurred on (B)(6) 2022 while the controller was connected to the mobile power unit (mpu).